Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer stated the uvc was not secured to skin. Upon assessment, the uvc looked to be out about 1cm from previous assessment. The end user placed a clear tape over the site to prevent the line from coming out more. As the end user repositioned the baby, the uvc line snapped.